Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a skin flap formation procedure, the firing knob was broken at the 1st firing when cutting the muscle. The device could be released. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.